Manufacturer narrative:
No excessive no delivery alarms noted during testing. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of having intermittent malfunctions with insulin pump. Customer reported that when calling in for troubleshooting, issue would be temporarily resolved. Customer's blood glucose was 400 mg/dl. Customer declined troubleshooting. Insulin pump would be replaced per customer's request.